Event description:
User experienced high troponin t results for one patient. Initial result gave 0.108 ug/l. Same sample repeated twice gave <0.010 ug/l both times. No info was provided to determine if any adverse events were reported. The filed service rep changed the measuring cell and has received no more calls from the customer. If additional info is received, appropriate notification will be provided.